Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that this was an unknown surgery performed on an unknown date. When the device in question was inserted into the intervertebral space, an attempt was made to position it anterior to the vertebral body. However, the device advanced beyond the intended position and protruded anteriorly from the vertebral body. The positioning was attempted multiple times, but the device could not be placed at the intended location and the device was removed. The procedure was completed using an alternative device without issues. The surgery was completed successfully without any surgical delay. No further information is available.